Event description:
Reported status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that both guide wire separated during use on a pediatric pt; however, no pt effects were reported. The guide wires were retrieved without the need for any intervention as they were held together by the coils; however, they broke in two pieces after removal. There was no report of any resistance. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). The second acs hi-torque balance middleweight guide wire with hydrocoat indicated is being filed under the same MFR number. Results-product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed the guide wire was returned with blood and contrast visible on the core. The core was separated at the distal end of the hypotube. There was a small piece of the core still attached to the distal end of the hypotube. The distal end of the separation was not returned. There was no other damage noted to the guide wire. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.